Event description:
It was reported patient experienced pocket site pain and discomfort as ipg had flipped sideways. As such, surgical intervention was undertaken on (B)(6) 2025, wherein the pocket was revised, and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.